Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -11.5/3/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault has been observed, the lens remains implanted. Cause of this event is unknown. It was reported that a lens exchange is planned in about 2 months. The patient is currently feeling well (no pupil or high iop issues), current bcva is 20/20. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicted that a 13.7mm, vticm5_13.7, -11.5/3/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019, the lens was exchanged for a shorter length lens due to excessive vault. It was reported that the patient is happy. Patient code 3191: secondary surgical intervention,exchange. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).